Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 19, 2023 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half. No additional defects were observed before and after cleaning the lens. No further evaluation could be performed based on the returned condition of the lens. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the device was inserted and removed during the same procedure. If explanted, give date: not applicable as the device was inserted and removed during the same procedure. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted

Event description:
It was reported that the intraocular lens (iol) was torn. The doctor noticed a crack in the lens after insertion. The customer is not sure if the crack was at the haptic or optic. The iol was removed and replaced during the same procedure with a backup johnson and johnson iol of the same model and diopter. There was no capsule tear, no incision enlargement, vitrectomy, or sutures. No further information was provided.